Manufacturer narrative:
(B)(4). The device was manufactured february 19, 2015 ¿ february 20, 2015. The device was received for evaluation. Visual inspection revealed white floating particles in the solution of the device. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had white floating particles. This was found after being compounded with fluorouracil. There was no patient involvement. No additional information is available.